Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving gablofen (concentration 500 at dose 59.92) via an implantable pump. The indications for use were unknown. It was reported that the manufacturer representative (rep) met with the patient today and they reported that they fell on (B)(6) 2023 due to a ledge in a friend's garage. They said that afterward they noticed their tone worsened and they called their managing healthcare provider (hcp), who ordered imaging. The imaging confirmed that the catheter had dislodged out of the intrathecal space. Today, the hcp opened up the spinal incision and the anchor was intact; however, the spinal segment had come out of the intrathecal space due to the impact of the fall. The hcp cut the catheter below the previous collette and placed a new spinal catheter. Free flowing cerebrospinal fluid was observed, and the new spinal segment was hooked up to the previous pump segment. Per the hcp, there was no issue with the catheter or anchor that would justify sending it for analysis, and that it just fell out of the intrathecal space due to trauma. No dosing changes were made. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included cerebral palsy. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780; (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2022; explant date: on (B)(6) 2023; UDI: (B)(4); brand name: ascenda; product ID: 8785 (lot: hg6u9x2); product type: 0184-catheter; implant date: on (B)(6) 2023; explant date: on (B)(6) 2023; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Analysis of the catheter (serial number (B)(6) identified a deformation in the shape of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter identified a deformation in shape of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.